Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the silicone retention tube of an omnispan meniscal fasteners fell off of the fastener into the pt's joint space. The tubing was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt. The complaint device was discarded at the user facility.